Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis, and further information will follow once the analysis has been completed.

Event description:
It was reported that the customer is hospitalized for high and low blood glucose. It was also reported that the customer has not been on the insulin pump for more than a week. Troubleshooting was performed. Reviewed the basals and it appeared to be correct. No further information was provided.